Event description:
This report was received via a lens return indicating that the iol was explanted. Upon follow-up with the ophthalmologist, the pt underwent an uncomplicated cataract extraction with iol implant on 4/2/1999. The next day, the iol was found to be decentered. The iol was explanted about one week later. One of the haptics was crimped. The capsule was intact. The pt has recovered without any problems. Investigation of the iol is pending. No new info was provided by the physician.